Event description:
The registered nurse (rn) contacted baxter's service center regarding inaccurate fluid reading on the homechoice (hc) machine. The rn stated the home patient (hp) had been receiving repeated alarms. The pro-card was brought in and when they downloaded it, they saw that one of the fills was 3500ml, instead of 2500ml. The rn did not bring the print out with them, so they were unable to give more details. The rn did say that the hp had a lot of incomplete fills and drains. The rn realized that the hp was bypassing when they should have not been. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(6) 2013 regarding the reported event. The nurse clarified the patient received multiple alarms on (B)(6) 2013. The rn also noted after downloading the pro-card, the patient's fill volume was programmed to fill 2500ml but noted the patient's fill volume on 8 april 2013 was 3553ml. The rn stated she was concerned of the fill volume #5 being 3553ml when it was actually programmed to fill with 2500ml. The pd nurse also told the patient not to use the homechoice for performing pd therapy as a new homechoice device was requested. The rn wanted the hc swapped and advised the hp not do any therapy for the night. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. A review of the device logs did not confirm the reported issue. A visual inspection and functional tests were performed, but the reported issue could not be confirmed and the cause could not be determined. A follow-up MDR will be submitted if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.